Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus in hardware test application. A field service engineer shut down the device and observed no power lights on the drawer board. The bus cable was reseated, and the device was rebooted, and rx was tested in the application. The system functioned as intended after the field service engineer rectified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the drawer was not accessible. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.